Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the disposable ercp (endoscopic retrograde cholangiopancreatography) scope tip (single use distal cover) was found in the patient's oral cavity upon suctioning in recovery. The tip must have fallen off during the procedure, but it was discovered in the recovery room area. The condition of the patient was not impacted by the failure. There was no patient injury. The procedure being performed was ercp and esophagogastroduodenoscopy (egd). The procedure was therapeutic and was completed. The issue was not identified until after the procedure was completed. The procedure was not prolonged. The patient's anesthesia or sedation was not extended. Suction was used to remove the cap from the oral cavity. There were no other devices connected to the subject device when the failure occurred. Related patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information received from follow up (ga23420100-2) and to provide a correction to the initial (d4-UDI and e4). The retrieved distal cover was not damaged. No anti-fog agent to the scope lens. No chemicals used during the procedure that could adhere to the tip of the scope or the distal cover. Unknown if the user after attaching the distal cover to the scope, did the customer confirm that the cover was not damaged. The user did attach the distal cover to the scope and then pull or twist the cover to make sure it does not come off. The distal cover was pushed firmly until the hook shown in the attached image of the distal ring were fully visible within the distal cover opening. -reconfirmation of complaint event since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. -operation confirmation olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831) -type test when design changes, olympus evaluate the quality of the design change product and verify that "the distal cover does not come off from the tip of the endoscope during use." -supplier investigation the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the distal cover fell off due to the following: -the distal cover overlapped the hook on the tip of the endoscope, and it is possible that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the scope. However, the root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: -see attachment procedure and warning column in 9.3 "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.